Event description:
When the surgeon turned the last locking cap on the four level plate, the ball end of the driver broke off in the locking cap. The broken piece was retrieved. There was less than 10 minutes additional surgery time.

Manufacturer narrative:
Device history record and instrument analysis reviewed. Review of device history records instrument analysis indicate, the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.